Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit had cracked lcd window, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked retainer and pillowing keypad overlay. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Cosmetic damage was confirmed the screen display case, reservoir tube side case battery tube side is damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced the battery compartment of the insulin pump was damaged, the display window of the pump was cracked, the reservoir compartment of the insulin pump was damaged. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed, and the customer was instructed to revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pump. Mmt-1880 was requested and the device was returned for analysis.